Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). The pt reported the battery was "kept" and they have the remainder of the external devices. The pt clarified the being at the hospital was for the battery replacement because it would not keep a charge. On (B)(6) 2024 the patient clarified the implant was left with the hospital as it was no longer working.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported the previous implant (B)(6) was 7 years old and got replaced. The reason for replacement was it stopped working. Patient went in to the hospital last march and when they came back and turned it off, they started noticing the battery started to loose charge.  Pt said it probably started during the summer where the charge would last only for 48 hours. Pt said the issue was going on for 6-7 months. No symptoms were reported.